Manufacturer narrative:
The field service engineer (fse) changed the sample probe which resolved the issue. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable gluc3 glucose hk gen.3 results from five patient samples tested on the cobas 8000 cobas c 701 module with serial number (B)(4). The initial results were not reported outside of the laboratory. On (B)(6) 2023: sample 1 had an initial result of 0.019 mmol/l. The first repeat result was 0.879 mmol/l. The third repeat result was 0.86 mmol/l. On (B)(6) 2023 : the reporter had the same issue for four patient samples. The reporter was not able to provide the exact results but stated that the initial results were approximately 0.02 mmol/l and the repeat results were approximately 1 mmol/l.